Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant site. Cleaning of the site and treatment with topical cream (duration and dosage not reported) was attempted; however, the issue could not be resolved. Further treatment with antibitoics (type, duration and dosage not reported) temporarely resolved the issue, however; inflammation around the implant site recurred.the patient underwent a procedure (date not reported) to excise, cauterise and debride the site; however the issue could not be resolved.the fixture and abutment remained insitu at all times.